Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline outer sheath. Visual evidence also revealed discoloration of the driveline outer sheath and damage to the driveline strain relief. Review of the autologs report revealed no anomalies within the analyzed period. Of note, (B)(6) is loaded with a software containing an unapproved pump start algorithm. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the outer sheath damage and the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: leads: 694765, (B)(6), implant date: (B)(6) 2003. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented in clinic for sheath repair. Multiple areas of driveline sheath damage and tears were noted, extending approximately 8 inches above the strain relief. The honeycomb lumen remained intact. Log files were reviewed and no electrical faults were found. A driveline (dl) sheath repair was performed, and the driveline cover was able to retract easily over the repaired area. The vad was not stopped, and the patient did not require prophylactic treatment. No patient complications have been reported as a result of this event.